Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This medwatch report is in response to receipt of voluntary medwatch report # 3901330000-2014-8004.

Event description:
It was reported that the patient underwent a transaxillary first rib resection on in (B)(6) 2014 and a drain was implanted. On (B)(6) 2014, when the physician went to remove the drain, it broke off as it was being pulled away from the axillary wound. The patient went to the operating room for retrieval of the drain which was easily removed. Additional information was requested.